Event description:
It was reported that during a da vinci-assisted ventral hernia extended totally extraperitoneal repair (etep) procedure, too much aponeurosis tissue was dissected, and the surgeon decided to convert the case to open surgery. The issue occurred during the retrorectus plane dissection, when the surgeon lost perception of how much tissue needed to be dissected. The first assist attempted to advise the surgeon to zoom out with the endoscopic camera; however, the surgeon proceeded with the surgery. The additional tissue dissection caused an extended gap, which the surgeon attempted to suture close. The surgeon stated that the closure was too tight to continue robotically and could affect the patient's surgical outcome. The surgeon elected to covert the case to open surgery for better mobilization of the peritoneal flap around the ventral hernia and around the extended dissection; and to ensure proper placement of the mesh. An estimated 500mls of bleeding was caused by the conversion of the procedure and the incision that was created. The patient tolerated the conversion and did not require a transfusion of blood products. The procedure was completed and there were no post-operative complications. The patient did experience additional pain caused by the incision for the conversion.

Manufacturer narrative:
Based on the information provided, the customer believes the additional tissue removal was due to the perception of the surgeon and was the cause of the customer reported complication. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. .